Event description:
Boston scientific crm received info that this right atrial (ra) lead was not sensing. Atrial pacing thresholds and p waves were good in aai mode. The pt was reported as a twiddler. Technical services recommended checking a chest x-ray to assure lead position. Subsequent info from the field rep indicated that a chest x-ray had not been performed and the device was programmed to vvi. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.